Event description:
It was reported that this pacemaker was part of a system revision due to erosion and infection. Reportedly, the device eroded from the pocket. There were no additional adverse patient effects reported. The pacemaker was explanted.